Manufacturer narrative:
Additional information was received on 08-jan-2026. It was reported that the physician¿s opinion on the cause of this adverse event was the procedure. The outcome of the adverse event was fully recovered (no residual effects). No relevant tests/laboratory data or other relevant history/preexisting condition were reported. The procedural activated clotting time (act) was 350 seconds over. Two catheter exchanges occurred during the procedure. One transseptal puncture site was performed during the procedure. Prior to noting the pericardial effusion, ablation was performed. No evidence of steam pop. The flow setting was ppe 2secs and post: 4sec with manual setting. A trupulse generator and ngen pump were used for the procedure. Therefore, the concomitant product section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a varipulse¿ bi-directional catheter and the patient experienced pericardial effusion treated with drainage. Initially, the report indicated that error 505 occurred during the procedure. The issue was resolved by reconnecting the cable and rebooting carto 3 patient interface unit (piu). Then, in the latter part of the ablation procedure, a pericardial effusion was observed on the fluoroscopy screen. Drainage was performed and the patient left the room. The physician's judgment on health hazard was non-serious (moderate/minor). No extended hospitalization was noted. The physician's opinions on the relationship between the event and the product were that no abnormalities were noted in the product. Additional information indicated that the patient did not require cardiac surgery. The 505-error occurred when the patient entered the room and began the study. Towards the end of the procedure, at the final ablation, fluoroscopy confirmed pericardial effusion. As the pericardial effusion was mild, drainage was performed after the ablation procedure was completed. There were no problems with the patient's condition after leaving the room. Although 505 error occurred during the early part of the procedure, it was the timing of room entry and therefore did not affect the procedure. During the procedure, neither the ablation catheter, nor the mapping catheter showed any product abnormalities or malfunctions. Regarding the timing of the pericardial effusion, it was suspected that something occurred during the sheath exchange following the septal puncture, and the physician considered the pericardial effusion as not biosense webster device related.